Event description:
A hospital in another country, reported to our distributor that it was impossible to connect an electrical adapter to the inspiratory tube of rt125 infant bias flow breathing circuit because the pin for the heater wire was bent. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA, but it is similar to a product which is sold in the USA. An investigation was conducted based on the returned device. Results: a heaterwire adaptor could not be connected to the heaterwire socket in the inspiratory limb. A visual inspection revealed that one of the heaterwire pins were split at the top. This split prevents the adapter from connecting to the heaterwire socket. A lot check revealed no other similar complaints for this lot number. Conclusion: an improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred after the production improvement, suggesting the damage to the pin occurred during transport of during the setup of the equipment by the user. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0019%.